Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker recorded artifacts likely muscular. The patient was seen in-clinic and numerous episodes of artifacts were on the right ventricular (rv) channel. Noise was reproduced when the patient performed muscle maneuvers. Technical services to review data and recommended that they evaluate the device and lead integrity. No adverse patient effects were reported. The device and unknown manufacture rv lead remains in-service. Multiple attempts were made to obtain information regarding additional information unfortunately there was no further information available.

Event description:
It was reported that the pacemaker recorded artifacts likely muscular. The patient was seen in-clinic and numerous episodes of artifacts were on the right ventricular (rv) channel. Noise was reproduced when the patient performed muscle maneuvers. Technical services to review data and recommended that they evaluate the device and lead integrity. No adverse patient effects were reported. The device and unknown manufacture rv lead remains in-service.